Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was high amount of oversensing due to an external interference source emi. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.